Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® dryseal flex sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient may result. According to the gore® dryseal flex introducer sheath instructions for use (IFU), if the access vessel size is smaller than the sheath's nominal body od, major bleeding, vessel damage, or serious injury to the patient may result. According to table 1. Gore® dryseal flex introducer sheath sizing, the nominal body od for a dsf2233 sheath is 8.2mm.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. The devices for aneurysm exclusion (conformable gore® tag® thoracic endoprostheses) were successfully implanted with no reported issues. There were no reported issues upon final angiography. After removal of the gore® dryseal flex introducer sheath, during closure of the incision site, the patient's right leg was noted to be pulseless. Another angiography revealed rupture of the right access vessel. It was reported that the diameter of the right access vessel was measured 4.9-8.0 mm. The access vessel was reportedly in poor condition with dissections prior to the procedure. The vessel rupture was repaired surgically. No further issues were observed. The patient tolerated the procedure.